Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/30/2016 that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Reportedly, the patient entered incorrect blood glucose values. No additional event or patient information is available. No product or data were provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined. Labeling indicates: to calibrate the system, enter the exact blood glucose value that your blood glucose meter displays within 5 minutes of a carefully performed blood glucose measurement. Entering incorrect blood glucose values or blood glucose values from more than 5 minutes before entry might affect sensor performance, and you might miss a low or high blood glucose value.

Manufacturer narrative:
(B)(4) adverse event or product problem: correction, outcomes attributed to adverse event: additional, described event or problem: correction/additional, patient code- correction.

Event description:
Dexcom was made aware on 09/30/2016, that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event. Patient's mother reported that the cgm read 350mg/dl compared to the bg meter, which read 180mg/dl. Patient's mother stated that the patient had bottomed out at 25mg/dl due to treating himself off the cgm readings. Patient's mother further indicated that an incident occurred at the hospital on the same day but declined to provide any further information. Additional event or patient information is not available. No product or data is available for evaluation. The reported event of cgm inaccuracy was not confirmed. A root cause could not be determined. Labeling indicates: do not use the dexcom system for treatment decisions, such as how much insulin you should take. The dexcom system does not replace a blood glucose meter. Always use the values from your blood glucose meter for treatment decisions. Blood glucose values may differ from sensor glucose readings. Using the sensor glucose readings for treatment decisions could lead to low or high blood glucose value.